Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via telephone call that the blood glucose went down to 49 mg/dl. The customer treated with apple juice. She reported that she was post pardum and in constant communication with an endocrinologist. The customer declined troubleshooting for this issue. The insulin pump was not replaced or returned for analysis.